Event description:
It was reported that the dexcom g7 could not pair with the ilet despite multiple attempts, restarts, software verification, toggling between g6 and g7, sensor code reentry, and factory resets; repeated ¿pairing failed¿ alerts were observed while the g7 functioned with the dexcom app, and the ilet was ultimately replaced. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and transition to multiple daily injections. Investigation included review of alert history, software status checks, device restarts, configuration toggling, sensor replacement, and device replacement with return of the original unit for analysis. Investigation of this case revealed persistent pairing failures isolated to the ilet-to-g7 connection, suggesting a device performance issue with the ilet rather than the sensor, as corroborated by successful operation of the sensor with the mobile app and repeated pairing-failed alerts on the ilet. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to cgm communication. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.